Event description:
It was reported that a malfunction code was displayed on the customer's pump, identified as "malf 0." There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided information on how to reset it. The issue did not recur after the reset, and the customer was informed to contact technical support again if any malfunction code reappears. The customer acknowledged the instructions and continued using the pump.